Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record for the reported lot was performed and revealed no related manufacturing nonconformities. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. In this case, a likely interaction with anatomy occurred as the cuff miss occurred three times in a row with the same patient. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using the pre-close technique via a 6f sheath prior to an interventional aortic artery endoprosthesis procedure. Reportedly, when the plunger was removed, the needles came out and the suture was not present, as a cuff miss occurred with three proglide devices. The suture of a new proglide device was successfully pre-placed. The sheath was upsized to a 18f sheath and the aortic artery endoprosthesis procedure was completed. Hemostasis was achieved with the pre-placed proglide suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.